Event description:
Boston scientific crm received information that the patient with this right atrial (ra) lead had a history of allergies and hematomas in reaction to medications. The physician planned to evacuate the pocket; however, once the pocket was opened the physician noted an infection and the entire system was explanted.

Manufacturer narrative:
At this time, this lead has not been returned for analysis. If additional information is received, this report will be updated.